Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this device is not a zimmer biomet product.

Event description:
It was reported that patient underwent an initial right open reduction internal fixation tibiotalar joint procedure on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to an unspecified complication of the 4-hole plate and screw. Operative report further noted that patient developed osteomyelitis and severe destructive arthritis. The plate and screw were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4) - device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(4).